Event description:
Rptr underwent surgery for degenerative disc disease. Orthopaedic surgeon explained to rptr that they would undergo bone fusion and that "it will be taken from my hip bone to fuse my vertebral spinal column." "Dr did not inform me that in addition he would apply harm's pedicle screw's, mfg by biedermann motech, from germany." As a result from fixation implant rptr has swelling and bulging sickness, severe head and backaches, sweating, and x-rays show one screw has broken.